Event description:
It was reported that during preparation for a procedure, while only the dispenser hoop was flushed and negative pressure was never pulled, when removing the protective sheath of a 3.0x18 multi-link 8 stent delivery system (sds) without resistance felt and with no force applied, the stent dislodged and was found inside of the protective sheath. The procedure was completed using a 3.0x18 non-abbott sds. There was no patient involvement and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned stent, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.